Manufacturer narrative:
Continuation of d10: product ID: a71400, (serial: unknown); product type: 0216-software; implant date: n/a: explant date: n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from a manufacturing representative (rep). Caller doing some follow up programming for recently implanted pt and seeing system error on handset with code 0x713c3c62. This error continues to occur when trying to connect with handset (more than 3 times). They had already reset and restarted handset which didn't resolved. Technical services (tss) had them unpair communicator and repair and this didn't resolve. Reset ins using tablet and this didn't resolve issue. Had caller try to reinterrogate the ins using tablet which created a validation error of 12090000. On tablet, pt's programming was intact, except for one group having the intensity set to 0ma unexpectedly. Tss had them then go back to the pt's handset and then system error had resolved. Tss reviewed that this error can occur due to the programming flow during the tablet session but that this issue should be resolved now.

Event description:
Additional information was received from the manufacturer representative (rep) stating the one group having the intensity set to 0ma unexpectedly was group c prime which was the last program they had worked on before exiting the workflow. That was not normal programming, it had an intensity set before the system errors occurred. They do not know the cause of that intensity setting, the tech said it may have had something to do with the flow of things when exiting workflow and transitioning to the external device. They got back into the program and reset the intensity resolving the issues.

Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.